Event description:
It was reported during an embolization procedure, a balloon catheter was deployed near the neck of the aneurysm, and six non-boston scientific coils were implanted. However, the coils were allegedly disrupted upon removal of the balloon catheter although were still enclosed within the aneurysm. An angiography revealed a coil had migrated to the middle cerebral artery (mca). The physician decided to fasten the coil to the vessel wall with the balloon catheter in question. When the balloon was inflated at 6atms four times, a subarachnoid hemorrhage (sah) developed at the bifurcation between the m1 and m2 segments. The physician inflated this balloon in the dissected section portion of the vessel for approx 10 mins. Heparin was then stopped and the balloon deflated. Angiography was performed again and confirmed that the hemorrhage had stopped. The procedure was completed. The patient was reported to have "slight hemiplegia". The physician thought that this event was not related to this product."